Event description:
(B)(6), a hospital diabetes educator, reported that she was meeting with an omnipod user to trouble shoot why the pt had gone into diabetic ketoacidosis. No history or treatment was reported.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl man high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."